Event description:
I started having very bad migraines at this time. Over the next 6 years, until now, my migraines have gotten worse, I have continually had a clear, sometimes milky, odorless vaginal discharge, a 50lb weight gain and abdominal cramps. In addition to those side-effects, more recently, within the past 6 months, I have had blurry vision, brain fog, short term memory loss, dizziness, thinning hair, back pain, joint pain, loss of energy, tingling in my arms, legs, and face, swelling in my legs/feet, mood swings, and hot flashes. I was sensitive to metals before getting the essure implantation, but was never asked about a sensitivity, as well as never having been tested for an allergy to nickel.

Event description:
(B)(4). On (B)(6) 2014 I had a hysterectomy to remove essure. One of my ovaries had to be removed because there was a 6-8 cm cyst on it. A smaller cyst was found on the ovary left behind. There was also adenomyosis found in my uterus. My migraines have gone away and I am feeling much better.